Event description:
It was reported that a mislabeling of a greenfield filter was noticed by a sales rep. The sales rep noticed a green colored label on the outside of an unopened filter box which stated, "greenfield femoral." However, inside the box was a black and white label which stated, "for jugular use only." When the sales rep opened the box to confirm which filter was actually inside, he saw that it was a jugular filter. This event was noted at preparation for the procedure and the device had no contact with the pt.